Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) canada on behalf of the lay-user/patient alleging that the one touch ultrasmart meter is giving an error 5 message. Per the owner's manual, error 5 indicates the meter has detected a problem with the test strips. Possible causes are test strip damage or an incompletely filled confirmation window. This complaint classified according to the documentation of the customer care advocate, as the reporter is on vacation and could not be reached. According to the reporter, the subject meter had intermittent error 5 error issues, which first occurred on early of the same month. The pt has a backup meter that he uses at homes. On original date, the pt was "away all day" with the subject meter. When the pt came home, "he was feeling high, over excited and very emotional." The pt reportedly obtained blood glucose readings of "21 and 18 mmol/l" on the backup meter and received 5 extra units of insulin. According to the reporter, the pt did not receive any other medical intervention. It would have been helpful to know the pt testing frequent, diabetes medication regimen, what has the pt's blood glucose average/range been for pre-meal and post-meal, when the pt described his symptoms as "feeling high....", did that mean that he was feeling emotionally high, feeling that his blood glucose was high, or feeling high symptoms of frequent urination, excessive thirst, unusual appetite, transiently, blurred vision, and the presence of unexpected amounts of urinary ketones, what time did the symptoms began on the day prior to original date, was the pt able to test with the subject meter on the same day, and what the readings were, was the pt able to dose insulin per the subject/backup meter readings prior to the alleged symptoms, and in the reporter's opinion, could the pt's reported symptoms and high readings obtained on the backup meter have been prevented. During troubleshooting, the customer care advocate varied that the testing technique was correct, the test strips were in good condition, and the reported issue could not be resolved with a new vial of test strips. This complaint is being reported because the reporter claimed the pt had to receive extra doses of insulin after receiving elevated readings on a backup meter, as the pt reportedly could not obtained readings on subject meter. This intervention can be suggestive of hyperglycemia after the reported issue began. In addition, the reporter alleged that the pt "was feeling high, over excited, and very emotional." Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.